Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm noted during testing noted. The pump had intermittent up button response due to moisture damage on the keypad traces. No unexpected numbers ramping/scrolling during testing noted. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a button error alarm before the numbers on the screen started to ramp up. His/her blood glucose level was 130 mg/dl. He/she was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.